Event description:
It was reported that the catheter broke. The target lesion was located in an arteriovenous fistula. An angiojet solent omni catheter was prepped, made 1 pass in the thrombectomy mode, and during the second pass, a leakage was noted mid-shaft of the catheter. After removal, the catheter was inspected and a small crack or hole in the mid-shaft was noted causing the leak. No detachment was noted on the catheter and the device was removed intact. The procedure was completed with another of same device. No patient complications were reported.